Event description:
Information received by medtronic indicated that the customer is calling to report high blood glucose. The customer had experienced a low blood glucose event value of 2.8 mmol. The customer started having elevated ketones (1.5 mmol) and blood glucose (22 mmol) along with sore throat and cold. The customer started vomiting and having a reduced intake. The action was taken to commence the pediatric insulin sliding scale and IV fluids. The customer stated that the pump was stopped. The customer is currently reporting symptoms related to low blood glucose like diabetic ketoacidosis as there was elevated ketones customer was treated with IV insulin drip and hospitalization over night stay . Troubleshooting was not mentioned. There is no information to determine whether the pump in use within 48 hrs of the low blood glucose event reported or pump usage within 48 hrs of low blood glucose event. No further patient complications were reported. It was unknown whether the customer will continue to use the device. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated summary: information received by medtronic indicated that the customer is calling to report high blood glucose. The customer had experienced a low blood glucose event value of 2.8 mmol. The customer started having elevated ketones (1.5 mmol) and blood glucose (22 mmol) along with a sore throat and cold. The customer started vomiting and having a reduced intake. The action was taken to commence the pediatric insulin sliding scale and IV fluids. The customer stated that the pump was stopped. The customer is currently reporting symptoms related to low blood glucose, like diabetic ketoacidosis as there were elevated ketones, the customer was treated with an IV insulin drip and hospitalized for an overnight stay. The event involved products are mmt-1885, mmt-342, mmt-7040x1 and unomedical. Troubleshooting was not mentioned. There is no information to determine whether the pump was in use within 48 hrs of the low blood glucose event reported or pump usage within 48 hrs of the low blood glucose event. No further patient complications were reported. No product return is required for mmt-1885, mmt-342, mmt-7040x1 and unomedical.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section b1 - selected check box for product problem (e.g., defects/malfunctions) 2. Section b1 - un checked box for adverse event 3. Section b2 - un checked box for "hospitalization - initial or prolonged", 'required intervention to prevent permanent impairment/damage (devices)" and 'other serious (important medical events)". 4. Section b3 - event date has been changed from (B)(6) 2023 to (B)(6) 2023. 5. Section b5 - updated the summary. 6. Section d1/d2a/d2b - product material has been changed from mmt-1884xc to mmt-1885 and updated brand name, product code and common device name. 7. Section d4 - updated model number, catalog number. 8. Section d10 - removed concomitant products. 9. Section h1 - type of reportable event changed from serious injury to malfunction. 10. Section h11 - verbiage for devices that are not sold in the u.s. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.